Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number. Evaluation summary: visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device via 8fr sheath after a percutaneous transluminal angioplasty (pta) procedure. Reportedly, when removing the plunger, no sutures were attached to the needles, a cuff miss was noticed. A second proglide was used; however, when the plunger was removed, the suture broke. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.